Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a specimen jar with no solution. The device showed a compression around the waist and inflow, suggestive of the valve conforming to the patient¿s anatomy. The outflow and inflow displayed an elliptical appearance. Leaflets 1 and 2 appeared partially open while leaflet 3 was in a closed position. Leaflets were immobile. Restricted leaflet mobility appears to be associated with visible calcification on all leaflets. All leaflets were tan and stiff. From the outflow of leaflet 1 (l1), large calcification nodules were noted on both superior coaptive junctions with smaller nodules found along the belly. From the inflow of l1, large calcification nodules were noted at the inferior coaptive area between leaflet 1 and leaflets 2 and smaller nodules at the inferior coaptive area between l1 and l3. From the outflow of leaflet 2 (l2), calcification nodules were observed on the superior coaptive junction approaching commissure 2-3 with an adjacent smaller calcification nodule. From the inflow of l2, a large calcification nodule was noted at the inferior coaptive between l1 and l2 with smaller nodules at the inferior coaptive area between l2 and l3. From the outflow of leaflet 3 (l3), calcification nodules were noted below the free margin. Similar calcification nodules were found on the inflow, below the free margin of leaflet 3, with larger nodules at both inferior coaptive areas. All commissures were stiff. Commissure 3-1 was thinly covered by off-white pannus; commissure pad appeared intact. Commissure 1-2 was thinly encapsulated by off-white pannus; commissure pad appeared intact. Commissure 2-3 appeared intact. Two frayed sutures were noted on the outer frame, below the margin of attachment of l1 and on the outer wrap of l2 on node 2. Deep scratches were observed on the outflow frame of l2 with a broken strut on an adjacent strut. Damages appear to be associated with the explant procedure. Remnants of tan pannus adhered to the outflow frame around its circumference. Glistening off-white pannus lined the frame along the waist, extending to the margin of attachments of all leaflets. Off-white pannus lined the inflow crowns. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on all leaflets, commissural areas and outer diameter of the waist. Radiography confirmed the broken strut on the frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced stenosis approximately 3 years and 6 months following the implantation of a vlv evproplus-29us valve during a transcatheter procedure. The patient was hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was scheduled to have the medtronic valve explanted and replaced with a surgical aortic valve.